Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. The customer returned the pump with no reported issue. Upon triage on 3/31/2017 the service tech found the unit's audio could be heard sometimes and at other times there was no sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed, but there was no specific reported condition from the customer. However, upon triage, the service technician found there to be intermittent audio. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.